Event description:
The patient reported that her pump was explanted a year ago. She stated that the pump had been explanted, soaked in unspecified antibiotic solutions and reimplanted on the other side of her abdomen. The patient reported that both pump implant sites were infected and that she needed physical therapy and other health care over the course of months to recover. The patient stated, the site of the infection as the "whole pump components". No patient symptoms were reported. The pump was then permanently explanted. The patient reported that she was at home and her status was "good". The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.